Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the device was rotating on blades down mode in the sfa when the device suddenly stopped working. The procedure was completed with another device. No patient complications were reported.